Event description:
It was reported that during the implant procedure, the lead's helix would not extend. In addition a high impedance measuring (1500 to 1650 ohm) was noted . The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. The full lead was returned and analyzed. While turning the is-1 pin, the torque transfers to the helix. The helix stretched out of specification. It was also noted that the distal conductor, helix/lobe were distorted . There was a deformation/fracture in 5 cm prox section of the inner coil and extension problems.